Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryoablation procedure, the patient experienced intermittent atrioventricular block (av block). It was also noted that the patient had bradycardia ¿at present¿. The patient received a temporary pacemaker under observation and the av block resolved. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The files confirm at least 13 injections were performed with the catheter on (B)(6) 2017 without any issue. The reported event concerned transient atrioventricular (av) block, a clinical issue encountered post procedure. The catheter was not returned and there is no indication of a product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.